Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, (B)(6) 2005; 5076-52 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed group b streptococcal endovascular infection with possible vegetation associated with an intravascular lead. The patient underwent a full system explant without replacement due to the infection. During the explant procedure moderate-severe tricuspid regurgitation was noted and ¿partial flail chord and likely perforation in anterior leaflet of tricuspid valve¿ was reported. The patient is enrolled in the starfix clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.